Manufacturer narrative:
(B)(4). The reported patient effects of angina and stenosis are known observed and potential patient effects as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). In this case, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2011, due to stable angina and the patients history of coronary artery bypass grafting and coronary intervention, the patient underwent a coronary stenting procedure to treat the distal right coronary artery (rca). The target lesion was treated with two stents. One of the stents was the 3.5 x 18 mm promus. Post procedure residual stenosis was 0% with timi iii flow. The patient was discharged the next day. On (B)(6) 2012, the patient experienced chest pain and underwent a repeat coronary revascularization in the distal segment of the distal rca. The patient was discharged the next day. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.